Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive. The system operates as intended.

Event description:
The customer reported the cine function was not operating. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue patient delay, damaged vasculature, or termination/rescheduling of an interventional procedure. No patient injury was reported.